Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It is reported that the implants at tooth sites #3 & #14 were removed due to allergic reaction. Patient developed constant pain since placement of implants in area 3 and 14. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv6b8, (impl tapered scr-v sbm 6m m 5.7mm 8mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. Some damage was identified at the implant's collar likely due to the removal process. However, no apparent malfunction that would cause or contribute to the reported event was identified. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1269039. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269039 for similar events and no other complaint was identified. Review completed utilizing keywords: allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is external factors (i.e. Patient conditions.) Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.